Event description:
The machine failed autotest. The gambro technical svcs (gts) rep found that the ultrafiltration (uf) pump thermal fuse wire was loose in the connector. The wire was not seated well during preventive maintenance the previous day. There was no pt involvement.